Event description:
It was further reported that the patient is in the hospital and the doctor wanted to check the device. The patient had been non-compliant with follow-up. It was noted that four shocks were delivered without success with patient in atrial flutter, and that the hv coil impedance decreased to less than 20 ohms. Soon after, the pace/sense impedance increased to greater than 2500 ohms. The threshold also increased. It was further reported that there was a lead fracture, no capture, high pacing impedance greater than 2500 ohms, and low svc and rv impedances less than 20 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient is in the hospital and the doctor wanted to check the device. The patient had been non-compliant with follow-up. It was noted that four shocks were delivered without success with patient in atrial flutter, and that the hv coil impedance decreased to less than 20 ohms. Soon after, the pace/sense impedance increased to greater than 2500 ohms. The threshold also increased. It was further reported that there was a lead fracture, no capture, high pacing impedance greater than 2500 ohms, and low svc and rv impedances less than 20 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was further reported that the patient is in the hospital and the doctor wanted to check the device. The patient had been non-compliant with follow-up. It was noted that four shocks were delivered without success with patient in atrial flutter, and that the hv coil impedance decreased to less than 20 ohms. Soon after, the pace/sense impedance increased to greater than 2500 ohms. The threshold also increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.